Manufacturer narrative:
(B)(4). Possible product code provided as r691g. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the procedure? What tissue was the mersilene suture used on? Can you verify the mersilene suture code was r691g? Can you identify the lot number of mersilene suture? What was the condition of the tissue during initial procedure? How was suture placed (continuous or interrupted)? What post procedure date did the patient present with symptoms? What were the patient symptoms? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found intact and pulled away from the tissue? Was the suture found broken? If so, where along the suture line? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that a patient underwent an ent/ ear procedure on unknown date and suture was used. The patient returned to facility on unknown date post operatively. A second procedure was performed on an unknown date. Additional information has been requested.